Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, two mitraclips were implanted successfully. The procedure was discontinued, the final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2026, a follow-up echocardiogram was performed and it was identified that the patients mr had increased to grade 3. The patient was transitioned into a procedure for a secondary mitraclip procedure. During the procedure, it was identified that one of the previously implanted clip had a single leaflet detachment (slda) and was no longer attached to the anterior leaflet. An additional clip was implanted beside the slda clip for stabilization. The procedure was discontinued, the final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a definitive cause for the reported single leaflet device attachment (slda) could not be determined. The reported increase in mr appears to be a cascading effect of the slda. Mitral regurgitation, as listed in the mitraclip system instructions for use, is a known potential complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the result of case-specific clinical circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.